Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Event description:
It was reported that during use the stopper separated from plunger with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, translated from chinese to english: when punching the tube, the stopper is separated from the plunger rod.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the stopper separated from plunger with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: when punching the tube, the stopper is separated from the plunger rod.